Event description:
It was reported that the device was explanted after an implant duration of approximately 56.87 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide a detailed photograph of the actual device. Using this photograph, the reported condition of a ruptured reservoir was confirmed. The root cause of this issue is currently being investigated under CAPA (B)(4).a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.a trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 100 device had ruptured while the device was being filled with an antibiotic. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.